Event description:
It was reported that a spectrum iq pump under-infused dexmedetomidine during patient infusion. The infusion was initiated on (B)(6) at 13:26 with a 400 mcg per 100 ml solution at a dose of 0.4 mcg per kg per hour for a 112 kg patient, with the volume to be infused changed from 100 ml to 80 ml. The infusion was titrated multiple times, with the final rate at 1.5 mcg per kg per hour or 42 ml per hour. A bag change may have occurred at 19: 56, and the infusion continued at the same rate until 21: 23, when the user stopped the pump to review the log and then restarted the infusion. An air in line alarm occurred at 21: 25, after which the user stopped the pump, removed the set, and powered down the pump. Review of the pump log and the remaining medication volume suggested a possible under infusion; however, due to the lack of clinical documentation or additional context, the event could not be confirmed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿possible under infusion¿ was not reproduced. The device was tested two times for flow rate accuracy and delivered within specification with passing results. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The m2 and m3 springs will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.